Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. Without a lot number the manufacturing records for this lot could not be reviewed. In the absence of the subject device, it is not possible to determine the cause and failure mode. Applied medical will monitor its vigilance system for trends and take appropriate actions as necessary to ensure the safety and performance of our products. This document represents our initial and final report.

Event description:
Incident as reported: laparoscopic cholecystectomy - "dr (B)(6), a newer user of our trocars; was performing a lap chole. He went in with our 5mm optical trocar under visualization using a direct entry method (no insufflation). Upon entry he nicked the patients aorta causing him to convert to an open procedure. He finished the procedure and the patient had no additional medical issues. The hospital did not save the trocars used in this procedure, so no product can be sent for evaluation. They didn't have a specific lot #. Due to the prolonged procedure converting to open, the procedure time was extended. The patient injury that occurred was surgically repaired and patient had no additional issues. Since this time, dr (B)(6) has begun using our fios trocar for his initial entry."